Event description:
It was reported that the patient went into the hospital on (B)(6) 2013 because she thought she was having a heart attack and could not breathe. The patient learned that it was a hiatal hernia and stated ¿her lungs were getting sailed off by the hernia.¿ the patient stated that during the hospital stay, she had a cat scan and after it, her device ¿was not doing its job.¿ the patient stated that ¿just now¿ her doctor told her she could have a cat scan of her head only. The patient had not used her programmer yet to check the device. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0aen8, implanted: (B)(6) 2013, product type: lead. (B)(4).